Event description:
Proceeding with an intervention, an indeflator that was used for two balloons and one stent (same patient) with no problems. The indeflator was then hooked up; another deployment of a stent, when it was inflated to around 10-12atm the connection from the stopcock of the indeflator to the stent "popped" off. It was immediately deflated, reconnected, but it popped off at the same atm's. A new one was opened (from the same lot# 50970884) and worked fine. Patient was not affected.